Manufacturer narrative:
Analysis of the pump found that the pump was overinfusing and there was an undetermined root cause.

Event description:
It was later reported that the drug was removed from the pump at an explant procedure to assess the volume, which had over a 3 ml discrepancy which was consistent with the previous reports. The pump was explanted on (B)(6) 2014. The patient¿s health care professional (hcp) suspected overinfusion of the pump due to > 3 ml discrepancy at time of refills. It was noted that the discrepancies had been noticed for over a year. Rotor and dye studies were not performed. The patient¿s status after device removal was recovered without sequela. The patient had no injury.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported the expected residual volume (erv) was 3ml and the actual residual volume (arv) was .5ml. It was stated the patient started to go into withdrawal at their refill appointment the day of report. It was noted the pain had been bad over the last couple days, and there were cold sweats, fever and chills likely due to low reservoir volume. It was noted the discrepancies had never been more than 3ccs different and had been going on ¿for the past year.¿ it was noted the patient had gone through withdrawals in the past. It was noted they planned on doing a replacement at the end of september because they were concerned about the discrepancies. The pump was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.